Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the balloon has popped when it was being inflated during the procedure . There were no reported clinical consequences to the patient.

Manufacturer narrative:
Manufacturing date ¿ added. Expiration date - added. The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Information available indicated that the balloon was inflated slightly higher than normal, it is possible that the balloon was inflated past the recommended inflation volume resulting in the reported event. Based on the information available, an assignable cause of use error was assigned to this event.

Event description:
It was reported that the balloon has popped when it was being inflated during the procedure . There were no reported clinical consequences to the patient.